Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the aortic intramural hematoma cannot be confirmed. In addition to the procedure itself, patient factors (age, severe valve calcification, heavy stj calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, post deployment of a 29mm sapien xt valve via the transfemoral approach, a contained rupture in the sinus of valvsalva (sov) was observed. Due to the patient's low ejection fraction of 35%, percutaneous cardiopulmonary support (pcps) was used at the beginning of the procedure. The sapien xt valve was prepared with 3ml less than nominal volume and deployed with a final 50:50 aortic/ventricular (a/v) position, resulting in less than mild paravalvular leak (pvl). Post deployment angiogram showed contrast leak around and under the left main truck. Since a pericardial effusion was also observed on echocardiogram, it was considered that a contained rupture in the sov had occurred. The patient's hemodynamics were unchanged. A repeat aortogram was performed 10 minutes after heparin reversal, no contrast leak was observed. Angiogram was repeated 10 minutes later and no contrast leak was observed. It was determined that the low cardiac function with the pericardial effusion was severe and drainage was performed. The procedure was completed and the patient was transferred to ICU, intubated. The native annulus measured 27.8mm by CT with severe valve calcification. Heavy calcification was also noted in the rcc, lcc and stj.